Manufacturer narrative:
Concomitant medical product(s): addrl1 ipg, implanted: (B)(6) 2011. Product event summary:the distal portion of the lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted on medical judgement by the physician when they were explanting the right atrial (ra) lead. No issues on the rv lead were observed by the physician. The lead was returned to the lab and tested out of specification. No patient complications have been reported as a result of this event.